Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited noise and oversensing. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.